Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 4:04 am. The patient reported obtaining blood glucose readings of ¿199 and 66 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It is not known how the patient manages her diabetes or if she took any action regarding her usual diabetes management regimen due to the reported issue. The patient reported that she developed symptoms of ¿shaking, sweating profusely and heightened heart rate¿ an unspecified time prior to obtaining the alleged inaccurate results. In response to the symptoms, the patient claimed she treated herself with candy and juice during troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.